Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported due to the fact that it may lead to a stop of ventilation. Identification of issue has been done by analyzing problem description. Based on information provided, mains inlet needs to be replaced. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).